Event description:
Davinci robotic seal broke. The leur lock part of the seal that can connect the insufflation tubing to snapped off the seal. New seal opened and used. Ref # 470500, lot # k12251009.